Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer alleged that the insulin pump was under delivering. The customer's blood glucose level at the time of the incident was 300 mg/dl and were treated with manual correction. The customer¿s other blood glucose was 160 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was in auto mode at the time of the incident. The customer reported that they have a back-up plan available. The customer alleged that the insulin pump was under delivering, as they had to do manual correction to get normalized. The insulin pump passed the self-test. The customer was advised to change the entire set, reservoir and insulin and treat per the healthcare professional¿s instructions. The device will not be returned for analysis.